Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned to the manufacturer for evaluation. An external visual inspection was performed and found that the front panel bezel was cracked with the entire top edge separated from the top cover cabinet. The front panel overlay was improperly offset with a gap between it and the bezel. There were visual indication of particulates underneath the lower pump door catch post. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak, valve actuation, and load cell verification testing and was found to meet product specifications. An internal inspection of the cycler showed that the front panel touch screen overlay was improperly nested in the overlay guides within the inside of the front panel bezel. There were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A device history report (DHR) search found a on the production floor problem report it was noted the touch screen was not holding calibration. The cycler was sent to rework 09/10/2019. The touchscreen calibration holding was due to operator error. During final test a cracked heater tray button was found and the cycler was sent to rework. The heater tray was replaced and the cycler passed test and calibration on 09/11/2019. Fluid leak was marked on the return goods form on 08/30/2019. Mushroom head check passed on 08/30/2019. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd treatment with the liberty select cycler and the patient¿s death. Manufacturer investigation of the liberty cycler is pending at the time of this clinical investigation. However, based on the information currently available there is no reported allegation or objective evidence that a liberty select cycler product issue or deficiency caused or contributed to the event. Currently, the exact cause of the patient¿s death cannot be established due to lack of sufficient information. However, the patient had a past medical history significant for esrd, diabetes mellitus and hypertension which increases overall risk of death. Moreover, adults with esrd have mortality rates up to 30-fold higher than the general population. Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported that a patient on peritoneal dialysis (pd) therapy expired. The cause of death was unknown. There were no reported allegations of a cycler malfunction or product deficiency associated with the reported death. During follow-up, the pdrn stated the patient was found deceased on (B)(6) 2020. It was reported the patient was connected to the liberty select cycler, however, the nurse indicate that the time of death was unknown. Therefore, per the pdrn, it is unknown if the patient expired while the pd treatment was occurring. According to the pdrn, the patient¿s pd treatment on (B)(6) 2020 was normal. There were no reported cycler alarms and the nurse stated there was nothing unexpected from a product performance standpoint. Reportedly, prior to death the patient was completing pd treatments with the cycler without any untoward effects. The cycler is scheduled to be returned to manufacturer. The nurse stated the patient¿s cause of death is unknown. Per the nurse, the patient had several risk factors for death including end stage renal disease (esrd), diabetes mellitus and hypertension. Reportedly, no autopsy will be performed, and the patient¿s esrd death form is not available. However, the nurse stated the patient¿s death is not suspected to be related in any way to the fresenius cycler or any other fresenius device, or product.